Manufacturer narrative:
Boston scientific received information that another red alert had been generated for this system due to shocking impedance less than twenty ohms. A review of the stored episodes noted several non-sustained and diverted ventricular fibrillation (vf) episodes due to noise being over sensed on the right ventricular (rv) channel. A boston scientific technical services consultant discussed further evaluation of this system. The caller stated that the physician will most likely replace the system when the device is ready for replacement. No adverse patient effects were reported.

Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited low, out of range, shock lead impedance measurement which was detected via patient's remote monitoring system. All other measurements were within normal limits. Boston scientific technical services (ts) discussed issue and troubleshooting options. Additional information indicated that patient was seen in clinic however, no noise was reproduced during isometrics and x-ray result was clear. There was no commanded shock performed and the plan is to continue to monitor the patient. Further, only one out of range shock lead impedance measurement was noted on daily measurements. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.